Event description:
Customer reported a patient sample initially tested as b, rh-positive on the abs2000, and tested ab, rh-positive by manual methods. The initial results from the abs2000 were released, but no medical action was taken based on the results.

Manufacturer narrative:
Tested in-house donor samples, and the customer's sample on in-house abs2000 using returned and retention reagents. In-house donors' types were confirmed. Well failures were obtained with the customer's sample due to lack of plasma. Review of the scan data showed that the sample typed as ab, rh-positive with returned and retention reagents. The customer's sample was tested for cell grouping by tube, and microplate methods with the reagents used in previous testing. Customer's sample typed as a2b, rh-positive. The complaint appears to be due to the nature of the sample.